Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the speed potentiometer of the s3 roller pump was found to be defective during set-up. There was no patient involvement. A sorin group field service representative contacted the customer and agreed to provide two speed potentiometers and two speed knobs so the facility biomedical engineer could perform a repair. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the speed potentiometer of the s3 roller pump was found to be defective during set-up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the speed potentiometer of the s3 roller pump was found to be defective during set-up. There was no patient involvement. Two speed potentiometers and two speed knobs were provided to the customer's biomedical engineer in order to perform the repair. Follow-up communication with the biomedical engineer confirmed that replacing the components resolved the reported issue. The replaced parts were discarded by the customer. No parts will be returned for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Device discarded by customer.